Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Per documentation, the patient¿s tandem t: slim insulin pump in modified closed loop mode alerted to low reading on (B)(6) 2025. At the time of the alert, the patient did not have access to a glucometer. Her boyfriend observed that she was incoherent and, concerned for her safety, called emergency services. Upon arrival, paramedics performed a finger stick glucose test, which showed a blood glucose level of 319 mg/dl. The patient was transported to the hospital for further evaluation. According to the patient¿s recollection, an IV line was placed during her hospital stay, though she was unsure whether insulin or any other medication was administered. She remained in the hospital for approximately two hours and did not recall any additional finger stick tests being performed during her stay or prior to discharge. At the time of the follow-up call, the patient reported feeling coherent and stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the pump alerted to low reading. The reported glucose values fall within the d zone of the parkes error grid when checked by paramedics. No additional patient or event information is available.